Event description:
It was reported to philips that the xl+ device is indicating that treatment is disabled. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the treatment is disabled. The rse evaluated the device remotely. No device malfunction was detected rather the improper use of the device by the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a user. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.